Manufacturer narrative:
Device not returned.

Event description:
Reportedly, pt arrived from the operating room and when cardiac output cable was connected to vigilance monitor, no cardiac index appeared until a manual cardiac output bolus was performed. At 21:40 the cardiac index read 1.0 and a manual bolus was done for a result of 2.1. No patient complications were reported.